Event description:
It was reported that an unspecified swan device generated a blood leak during patient use. The report states that "the anesthesiologist noticed a pool of blood on the floor in a spot that wouldn't usually have it. After about an hour into the case, the physician traced it to the thermistor connection port." There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer showing stains of blood. A failure mode was not able to be identified from the image provided. Without the return of the reported sample, the complaint cannot be confirmed. A device history lot review could not be conducted because no lot number(s) was/were identified.